Manufacturer narrative:
Device evaluation: the manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. As received, the specimen consists of one each clinically used, damaged hydro gw stf std an 260-035; returned coiled, loose, and single-bagged within a "zip-lock" style poly biohazard pouch. The specimen presents 39.2cm of exposed core wire located 29.7 to 68.9cm from the distal tip with 38.7cm of the polymer jacket material displaced distally. The polymer jacket material at the proximal limit of the exposed core presents cut/skive damage in a proximal to distal orientation. The distal end of the displaced polymer jacket material presents indications of a ductile, tensile overload fracture. The polymer jacket material in contact with the core wire from the distal aspect of the exposed core wire to the distal end of the core wire presents an oversized condition to .03860," due to the material displacement. The specimen also presents a bend located 2.30 to 3.80cm from the distal tip of the core wire. At this time, it is not possible to determine an exact root cause for the event as reported; however, based on the evidence presented by the sample and the information provided by the supporting documentation, clinical and/or procedural factors appear to have impacted on the event as reported.

Event description:
The wire was down the leg. They ran a rubicon catheter over the wire in order to pull that wire out. When they pulled the wire out, part of the wire sheared off into the catheter. They were able to finish the case. At that point in time, they put another wire down, an .014 thruway wire they were getting ready to use anyway. They put that down and completed the case. Patient is fine.